Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited high and rising impedance, and oversensing of noise when a patient bends or twists at the waist. It was noted that the patient experienced pulsing in their abdomen. The ra lead was reprogrammed and remains in use, though some noise was still visible on electrograms (egm). No further patient complications have been reported as a result of this event.